Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, there were germs found in the device. There is no reported harm to any patient or persons.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to: b5, d9, h3, h4, h6, h10. Corrected b1. The device was returned for evaluation and was identified to have uneven adhesive on the bending sheath and wear of angle wire, and bending angle to right does not meet specifications.

Event description:
The customer reported the contaminated endoscope led to a patient infection.

Event description:
Additional information was received from the user facility: the suction channel tested positive for two (2) colony forming units of pseudomonas aeruginosa. The user facility did not provide any patient-specific information, or any further details regarding the alleged patient infection.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility which was inadvertently not included in the previous supplemental report, and additional information based on the legal manufacturer's final investigation. The customer provided their cleaning, disinfection, and sterilization processes, and the patient infection checklist. The customer confirmed the pre-procedure device check was performed. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel and forceps elevator wire channel are flushed with detergent. The scope is manually cleaned by brushing the instrument/suction channel, suction cylinder, instrument channel port, and the distal end, with neodisher endoclean 1% detergent from weigert. The air/water channel and instrument/suction channel are flushed. The facility uses an ew2 automated endoscope reprocessor (aer) from steelco, using neodisher sc detergent and sept pac disinfectant from weigert. The scope is stored in a simple cabinet in a vertical position. Olympus is the maintenance company for the scope. The scope is not sterilized. The aer was reportedly microbiologically tested, but the results were not provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured, including a sample collected from the suction channel, and the test results were negative. No microbial contamination was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. As a result of the device evaluation by olympus, although some minor abnormalities were found (i.e., uneven adhesive on the bending sheath, wear of the angle wire, and the bending angle to the right did not meet specification), it was concluded that the abnormalities were not associated with the reported event. In addition, a review of the reprocessing steps provided by the user facility found no obvious deviations from the instructions for use (IFU). Based on the results of the investigation, the root cause of the reported event could not be determined. The device's IFU warns again inappropriate reprocessing: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.